Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had an error message "object reference not set to an instance of an object". The field service engineer installed a blank 1.7.4 hard drive, configured but was unable to perform the data sync. The issue was still persistent after several software configuration changes. The customer was informed that a pse agent will assist in resolving the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation system had a hard drive issue. There were no adverse events or injuries reported based on this event.